Manufacturer narrative:
H3: product analysis: the device and a syringe were placed in a large yellow bag and returned in a resealable bag. Upon return, the harness had paper tape intact. There were traces of contamination observed on the tube, cuff, and the flex circuit. The ribbon was creased and there were scratches observed on the ribbon. A syringe was used to inject 20cc of air into the cuff, and the cuff inflated /deflated with no issues observed. Furthermore, the inflated cuff was submerged in the water for leak observation, and there was no leak found. Same as the cuff, the inflation assembly as well as the entire tube were submerged under the water, and there was no leakage observed. There was no leaking issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. G4: PMA / 510(k): device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, it was discovered that there¿s leaking air in the flex emg tube. A 30ml syringe was used to inflate the tube. There is no physical damage to the package. The other 4 products in this package doesn't had any leaking issue. The procedure was completed with backup product. There was no injury to the patient.